Event description:
The trilogy 100 ventilator was returned to the third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed pressure sensor calibration repair test step. Inconclusion the sensor board was replaced to address the issue. The device was retested and passed all test. Additionally, during the service of the device, components were only replaced as part of cosmetic/physical damage or maintenance of the device unrelated to the reportable malfunction/issue.

Manufacturer narrative:
The reported failure of (pressure sensor calibration) is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.